Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that bulkhead connector was replaced. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: 9735859, serial/lot #: (B)(4). Analysis found on connector- analysis determined the returned bulkhead connector has no apparent physical damage, but a continuity test revealed an open at pin 1. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the navigation system. It was reported that outside of a procedure the navigation system will not communicate with the imaging system. Technical services (ts) had the manufacturer representative (rep) verify network information and that was correct. A different network cable was tested with no resolution. Ts then had the repplug into a navigation system with the imaging system and those two communicated with no issues. The rep did not have tools to bypass the bulkhead, but everything else was functioning on the navigation system. There was no patient present.